Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,b5,d2,g1,g3,g6,h1,h2,h3,h6. The cmp was confirmed. Unknown tibial plate / femoral component / tibial augment / femoral augment: the devices were received assembled, part and lot numbers could not be confirmed. Unknown tibial plate / femoral component / tibial augment / femoral augment: device history record review cannot be performed without product identification. Insufficient information provided. Unable to perform a compatibility check. Unknown tibial plate / femoral component / tibial augment / femoral augment: complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: imaging findings - ap and lateral views of the right knee show postoperative changes of knee arthroplasty with constrained longstem femoral and tibial components (likely revision tka). The patella is thin and mild patella alta is noted. There is radiolucency around the distal aspect of the tibial stem with lateral positioning of the stem in the tibial diaphysis, suspicious for loosening. Marked osseous demineralization is noted. Impression - revision right knee arthroplasty with radiolucency around the tibial stem and varus alignment of the tibial component consistent with loosening. Of note, marked radiographic osteopenia is noted, which can predispose to implant loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported patient underwent a knee replacement revision approximately 19 years post implantation due to aseptic loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: stem implant, #item 00598801013, #lot 62370149. Offset stem, #item 00598802011, #lot 2409837. Unk femoral component, #item unknown, #lot unknown. Unk tibial component, item #unknown, #lot unknown. Unk tibial spacer, #item unknown, #lot unknown. Unk femoral spacers, #item unknown, #lot unknown. Unk insert, #item unknown, #lot unknown. Therapy date: (B)(6) 2025. G2: foreign source country: italy. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.